Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and it split during insertion. It was indicated that there was no pt injury. The model and lot numbers of the cartridge and injector used during surgery are unknown.